Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump had blank display after swimming. Customer¿s current blood glucose was 90 mg/dl. Customer stated that display did not returned after restart. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch.